Event description:
Customer reported a leak underneath the modular chemistry side of a unicel dxc 600 synchron system on (B)(6) 2011. Customer could not locate the source of the leak but believed that a tubing was disconnected although customer was unable to trace the tubing back. Customer technical support advised customer not to run the system until field service engineer has investigated the issue. No erroneous patient results were generated during the event.

Manufacturer narrative:
Field service engineer (fse) was dispatched on (B)(4) 2011 and found that the electrolyte injection cup (eic) and waste tube were completely full. Fse also noticed that the eic cup was spilling over when the instrument primed. Fse proceeded to clean up the spill and noticed that the eic cup was no longer overflowing when fse primed the ion selective electrode (ise) module. Fse concluded a possibility that a clot had caused the blockage and has worked its way out. Fse noticed that the valves looked fine while cleaning the eic assembly. Flowcell was also cleaned and no further leaking was observed. (B)(4).